Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017-04288-3.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Corrected: incorrectly reported as explanted. This information does not change the previously reported investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Previously reported revised due to pain. This information does not change previously reported investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to recurrent dislocation and instability. No further information is currently available.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Therapy date: (B)(6) 2016. This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: cer bioloxd option hd 36mm/ pn 650-1057/ ln 132420, mlry-hd por fmrl 10x155mm/ pn 11-104110/ ln 397470, liner standard 3.5 mm offset 36 mm/ pn 00630506236/ ln 62863790. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04288, 0001825034-2017-03565, 0001825034-2017-03567 and 0001825034-2017-03568.

Event description:
It was reported that patient underwent right hip revision approximately eight months post implantation due to patient allegations of pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04288-2.

Event description:
It was reported that patient underwent left hip revision approximately eight months post implantation due to patient allegations of pain. Attempts to obtain additional information have been made; however, no more is available.